Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to pcr. The consumer had a mild cold in on (B)(6) 2022. The consumer was still experiencing vaguely lingering symptoms on (B)(6) 2022. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 the consumer had a pcr test performed and the result was negative. The type of test used was unknown to the consumer. A few days after receiving the initial positive covid-19 at-home test result, the consumer came down with yet another, different cold. The exact times each test was taken were not provided. No other information can be provided. No additional information about treatment and outcome was provided.